Manufacturer narrative:
The breathing system and vent engine were removed and inspected by ge healthcare service representative. The ventilator was calibrated and unit returned to service. No report of patient involvement.

Event description:
The hospital reported a malfunction resulting in a greater than 20% over delivery of tidal volume. There is no report of patient involvement.